Event description:
It was reported that the device was not cooling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending repair.

Event description:
It was reported that the device was not cooling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has not been evaluated. This issue was resolved for the customer by replacing the thermal unit under the service report when the part is available.